Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product code: fsm. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Part number: 03.010.063, synthes lot number: 8326169: release to warehouse date: may 2, 2013. Mfg. Site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A manufacturing investigation was performed. One (1) part, protect sleeve 12/8 l188, part # 03.010.063, lot # 8326169 was received for a manufacturing investigation. The part is in a used condition. Traces of use on the outer diameter are present. During manufacturing investigation, all relevant and significant characteristics like inner and outer diameter and the overall length were checked. All measured characteristics are within the specification. There were no references to the reported issue. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a humeral fracture surgery on (B)(6) 2016 while using the aiming arm, two drill bits interfered with a nail during distal side stopping. There was no problem during the dry checkup before the insertion. After the first one interfered, the surgeon tried a second one and it also interfered. The procedure was able to be completed successfully. On (B)(6) 2016, two (2) protection sleeves have been identified through an internal investigation to have misalignment. Concomitant devices: drill bit (part/lot unknown, quantity 2); nail (part/lot unknown, quantity 1). This is report number 2 of 3 for (B)(4).